Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 463 mg/dl. The customer's current blood glucose is 342 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was in the emergency room as a result of high blood glucose. The customer treated high blood glucose with insulin drip. The auto mode was not active at the time of incident. The customer was treated by bolus with pump. The insulin pump will not be returned for analysis.